Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 201 mg/dl.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion and prime/a33tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.